Event description:
Additional information received reported the damage was not noticed upon opening the package. No preparation was performed prior to the damage being seen. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of the intracranial support catheter was damaged and broken, with only a metal wire connecting it. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an intracranial aneurysm. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the right radial artery with a 4mm diameter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #806243574:¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the navien catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened navien inner pouch (b468096). ¿ damage location details: no damages were found with the navien catheter hub. The navien catheter was found kinked ~14.5cm from the proximal end of the catheter hub. The navien catheter body was found separated ~104.5cm from the proximal end of the catheter hub, ~18.0cm from the catheter distal tip, retained by the inner wire. The tubing material of the catheter separated end exhibited plastic deformation (jagged edges), indicating the catheter likely separated due to tensile failure. The navien catheter distal tip was found to be in good condition. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as the navien catheter body was found separated. Possible causes of ¿catheter separation/break¿ include advancing or retrieving the catheter against resistance, vasospasm, patient vessel tortuosity, entrapment in the vessel, fast catheter retrieval technique, or applying excessive force, thus exceeding the tensile strength of tubing material. However, the cause of the catheter separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.